Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer chad called in with questions on calibration set on 8100 unit. They are running into issue where the calibration pressure test keeps failing. Customer is making sure the lines are correct he has replace the sensors and also has the asm manual to see his setup make is correct. And went through his setup me it is correct. Had to customer power unit off power back on by holding the tamper switch and system on button at the same time until main unit peeps then let go, then on the main unit select process next screen select the front line then f5 on software to refresh the software and unit then run the pressure calibration to see if that resolve the issue. Ir # (B)(4).